Event description:
Olympus reviewed the following literature titled "study of treatment of bile duct stones using short sbe in postoperative reconstructed intestinal tract cases". Literature summary: we investigated the usefulness of endoscopic bile duct stone treatment using shortsbe, which is performing ercp-related procedures using an endoscope (shortsbe). Type of adverse events / number of patients: pancreatitis 9 cases. Cholangitis 5 cases. Perforation 3 cases. This article includes 2 reports: (B)(6) - sif-h290s. (B)(6) - sif-q260. This report is 2 of 2 for (B)(6) - sif-q260.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Additional information received from the author: in the medical opinion of the author, the olympus devices did not cause or contribute to the adverse events. There was no malfunction of the olympus device. The author stated the complications were treated with clipping procedures and no surgical approach was needed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.